Event description:
It was reported that an unspecified quantity of clearlink system solution sets were leaking beneath the drip chamber. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b3, b5, d10, h3, h6 and h10. B5: during follow up, it was clarified that the event occurred during patient infusion with chemotherapy medication. The staff and patient were exposed to the leaked chemotherapy medication, however there was no harm. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and a leak was observed between tubing into the drip chamber. The reported condition was verified. The cause of the reported condition was a due to an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.